Event description:
The advocate alleged that the customer's blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and the advocate received a result of 241 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.